Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent cesarean section on (B)(6) 2013 and suture was used. Following the procedure, the patient experienced local itching and cheilitis symptoms. Additional information has been requested.

Manufacturer narrative:
The patient felt itching around the wound. The current status of the patient was reported as discharged.